Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 5.5 device for mechanical circulatory support. While on support, low pump flows were noted. Flows were 0.0 after pulling venous cannula. The physician suspects a clot was ingested. Additionally, a left ventricle thrombus was noted. The pump was explanted, and the patient was stable after the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The cause of the low pump flow issue was most likely improper positioning of the device per log analysis and with issue not reproducing on return product. As the necessary information was not provided, the root cause of the thrombus was not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-24016 in accordance with updated procedures.